Manufacturer narrative:
(B)(4)

Event description:
It was reported that no audio output occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and the audio test failed. A manual sound test was performed and failed. An internal visual inspection was performed and failed due to an assembly error; the speaker functioned after being re-installed in troubleshooting. Pictures were taken. The speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be an assembly error. No injury or medical intervention was reported.